Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement, along with "unstable location" during the implant procedure. The lv lead was repositioned to the middle lateral location and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.